Event description:
Philips received a complaint by the customer on the v60 indicating that the device always reported "low battery". It is unknown if the unit was in patient use at the time of the reported issue. No patient or user harm was reported. It was reported that the device always reported "low battery". The customer requested a battery order. The investigation is ongoing.

Manufacturer narrative:
A philips authorized service provider (asp) went onsite and was confirmed the battery was functioning as expected. The reported issue was unable to be duplicated. A philips asp went onsite and was confirmed the battery was functioning as expected. The reported issue was unable to be duplicated. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.